Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who receiving 5 mg/ml morphine at 0.5768 mg/day via an implantable pump for non-malignant pain. It was reported that it was suspected something was wrong with the pump or system. It was noted that there was increased pain for the patient. They were unaware of any reservoir volume discrepancies. The reservoir volume was noted to be 29.4 cc (as of (B)(6) 2017), and the daily dose was "considerably low". There was no incident or issue that led to the increase in pain ¿per se¿, though the patient complained of the pocket being uncomfortable. A dye study was performed on (B)(6) 2016. The doctor was not able to aspirate, and when the dye was pushed through, it ¿sort of ballooned in the catheter close to the pump connector¿. On (B)(6) 2017, the pump segment was revised and the pump was sutured down more securely. The patient was doing well at this time (as of (B)(6) 2017). The event date was noted to be 2016. There were no further complications reported.